Manufacturer narrative:
Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325 ¿ 1219 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported on (B)(6) 2026 that the patient's infusion set cannula was bent due to insufficient subcutaneous tissue where set was inserted. Patient experienced high blood glucose level treated with correction bolus via pump.